Event description:
Boston scientific received info that the pt with this right ventricular (rv) lead has exercise induced chronic heart block and developed symptoms during a treadmill test. During device interrogation, loss of capture (loc) was found on this lead. The local area field rep reported this pt is not pacemaker dependant and no asystole occurred. The suspected cause of loc was a micro-dislodgement and the lead was revised to successfully resolve the issue. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.